Event description:
The customer reported that during a routine inspection of the subject device, all leds (light-emitting diodes) of the processor turned on, and none of the switches were operative. There was no patient or user injury reported due to the event.

Manufacturer narrative:
An olympus field service engineer visited the customer site and confirmed the reported issues (leds continuously glowing and switches not working). The device was then returned to an olympus service center for evaluation. Upon inspection and testing of the device, the reported issues were confirmed and found to be caused by a circuit board failure. In addition, service found the cables were rusty, the device feet were deformed, all output ports were corroded, the rear panel was corroded, there were hit marks on the front panel, the top cover was scratched, and the videocassette recorder remote cable was rusty. The investigation is ongoing; therefore, the root cause of the reported events cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, all the led lights on the controller were lite and the switch could not be operated because of a faulty circuit board. The cause of the failure cannot be identified. Olympus will continue to monitor field performance for this device.